Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer she indicated that she could see the wires inside the transformer housing; however, there was no spark, fire, flame, or injury due to the event and she has already sent the part back to medela. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
Customer called into customer service and stated that the housing of her pump in style transformer was cracked and she can see wires.